Event description:
Dr (B)(6) placed a biodesign hernia graft in a patient via retrorectus placement. A drain was placed at the time of the procedure and left in place. The patient developed a seroma at approximately two weeks post operatively. The original drain was still in place. The patient presented with symptoms which included abdominal pain, abdominal distension, and nausea. The patient underwent percutaneous drainage of the seroma. The seroma resolved and the patient had no further complications.

Manufacturer narrative:
Investigation into this feedback included a review of the feedback details, communication with surgeon, and a review of the IFU. Summary of investigation findings. The surgeon indicated the graft caused the seroma. The IFU notes that seroma is one of the "possible adverse reactions with the use of any prosthesis." Extensive surgical procedures are known to contribute to seroma formation. The IFU instructs the user to "place closed suction drains for 2-6 weeks" as this should minimize the risk of seroma formation.